Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) where all the images were not visible in echo module web and showing error. The device was in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Although there was no adverse event associated, this has been determined to be a reportable malfunction. The defect may delay clinical workflows and under specific circumstances, it could potentially lead to delayed diagnosis due to limited access to imaging data necessary for timely clinical decision-making.